Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient had symptoms of weakness, stomach pain, and vomiting. The cgm value was 285 mg/dl. After symptoms occurred the patient self-administered an insulin bolus (1.5 units) via his insulin pump and obtained a bg finger stick for comparison. The bg finger stick was 390 mg/dl. The parent called emergency medical services (ems) and paramedics transported the patient to the hospital where he was admitted and treated with IV insulin. At the time of the report the patient had been in the hospital for 2 days, remained on IV medication, and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.